Event description:
It was reported that during the implant attempt, it became harder and harder to put the mandrins into the lead after screwing it out at several positions. The last impedance measured on the screwed out lead using the analyzer was >2000 ohms. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found no anomalies. Visual examination found that the defib conductor is distorted and the distal conductor contains blood/body fluid (not obstructed). The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed. Additionally, it is noted that the inner tubing is kinked/buckled, the outer insulation is torn and there is blood in/on the helix/lobe mechanism. Damaged at implant.